Event description:
Technician alleged that the brake would lock and hold, but the brake caster would rotate if pushed on the side. No pt injured.

Manufacturer narrative:
Technician replaced the brake casters to resolve the issue.